Event description:
It was reported that the ceramic liner broke during total hip replacement surgery, then all the fragments were retrieved. Changed to another liner to complete the surgery. The surgery delayed for unknown time. The patient was reported to be in stable condition now.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- liner breakage intra-op. It was reported that the ceramic liner broke during surgery, then all the fragments were retrieved. Changed another liner to complete the surgery. The surgery delayed for unknown time. The patient was in stable condition now. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual analysis of the returned ea delta cer insert 36idx52od has fractured at the rim. The fractured fragments were not returned for evaluation. Metal transfer of erratic appearance can be found on the insert. In case of symmetrical, and therefore correct, taper fit between the ceramic insert and the metal cup, metal transfer patterns (primary metal transfer) are expected over the whole circumference in region of the taper top and taper center of the insert. The insert does not exhibit such patterns. Additionally, intensive metal transfer can be found at the proximal taper end and on the transition of the taper bottom and back track 1. This metal transfer indicates a tilted position of the insert during the impaction. The rim of the insert is chipped. Next to the fracture surface, metal transfer can be found which indicates small areas of intensive contact between the ceramic insert and the metal cup. Therefore, it is assumed that the insert fractured due to a point load caused by a misaligned position of the insert in the metal cup. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors a functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4630915 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4630915 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review- a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4630915 and no non-conformances or manufacturing irregularities were identified. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added : d9, h6 health effect impact code and medical device problem code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information received: after investigation, the patient underwent total hip arthroplasty on (B)(6) 2025 in hospital (specific patient diagnosis was unknown). 121881752 was planned to be implanted during surgery. The surgeon reported that during the process of inserting the liner into the acetabular cup, it was not placed flat for several attempts. After the last placement, the surgeon thought the placement was stable, but subsequent fluoroscopy showed that it was not flat, so the liner was removed. The liner fractured during removal and the surgeon immediately cleaned and removed all the fragments. An additional x ray was performed to ensure that the fragments were completely removed. The surgery time was delayed approximately 20 minutes. Subsequently, the surgeon found no scratches on the acetabular cup and decided not to remove it. The liner of the same product code was replaced to continue the surgery. The subsequent surgery went smoothly. At present, the patient has been discharged smoothly, and no subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner breakage intra-op. It was reported that the ceramic liner broke during surgery, then all the fragments were retrieved. Changed another liner to complete the surgery. The surgery delayed for unknown time. The patient was in stable condition now. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the ea delta cer insert 36idx52od has fractured at the rim. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752, lot number: 4630915 and no non-conformances or manufacturing irregularities were identified. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device product description: ea delta cer insert 36idx52od product code: 121881752 lot number: 4630915 and no non-conformances or manufacturing irregularities were identified. Added: b5.